Event description:
It was reported that during the implant attempt, the outer insulation of the lead became deformed during torquing. The lead was removed. A lead of the same model was attempted a second time, and again the outer insulation was deformed during torquing. The second lead was also removed and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.